Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 30-jan-2021. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking. There were 4 unused samples received for the evaluation. The functional test was performed on the samples received and the reported condition could not be confirmed from the sample. A definite root cause of the reported issue could not be determined. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic issue of the manufacturing process. Based on the investigation and root cause analysis, a corrective and preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
See section h6 (evaluation codes: health effect - clinical code): updated to 4582 - no clinical signs, symptoms or conditions. <p class="">section e1 (initial reporter name and address - phone number): originally reported incorrectly as&nbsp;011(123)1234567890. A&nbsp;phone number was not provided by the customer.&nbsp;</p> <p class="">;</p>;;.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the cannula leaks and liquid leaked out of the side of the plastic attachment when injecting.